Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flo-gard infusion pump presented an f-38 (malfunction in tube misloading detection circuitry) alarm. This occurred when the device was turned on. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: device evaluated by MFR?, evaluation codes. The device was serviced on-site by a field service technician. Visual inspection, functional testing, and a review of the alarm log were performed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the event. The f-38 alarm was identified during functional testing. The cause of the condition was determined to be damaged force sensing resistors (fsrs). The fsrs were replaced to resolve the issue. The device was serviced to meet functional specification. Should additional relevant information become available, a supplemental report will be submitted.